Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst during the procedure at 6 atms and perforated the patient's right ureter. The balloon was being inflated with a saline and contrast mixture using an encore inflator. The perforation was revealed when contrast was noted outside the ureter. It was reported that there was an obstructing ureteral stone in the right ureter 6-7 mm distal to the balloon. After the balloon burst, the stone could not be found. The physician placed a stent in the right ureter where the perforation occurred. The patient was hospitalized overnight for IV pain control, control of nausea and vomiting, and monitoring blood pressure. The patient's condition following the procedure and upon discharge was reported to be "stable."

Manufacturer narrative:
Reported event of "balloon burst."